Event description:
The facility representative reported an infusor pump with a condition of "syringe plunger will not come back up" after a drop. This condition occurred during programming/setup in the anesthesia care area. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with a syringe plunger that would not come back up was confirmed during product evaluation. This condition was due to a missing end of syringe screw. The end of syringe screw was installed to fix the reported condition. If additional information is received, a follow-up will be submitted.